Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated generator change-out, externalized conductors were observed. No electrical anomalies were detected. Due to the patient being dependent, the lead was capped and replaced during the procedure on (B)(6) 2016. The patient was in stable condition and will continue to be monitored.